Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the display was blank. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump screen did not returned after restart. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.